Event description:
On (B)(4) 2013, it was reported that this vns patient was admitted two weeks prior with severe pneumonia and then started status epilepticus. The patient's settings were provided. Attempts for additional information have been unsuccessful.

Event description:
Additional information was received on (B)(4) 2013. The event began on (B)(6) 2013. The pneumonia and status epileptics are not believed to be related to vns. No interventions have been taken. Prior to this event, there were many changes in medication. The output current was increased from 1.75 ma to 2.00 ma.

Manufacturer narrative:
Event date, corrected data: additional information was received indicating a different event date. This report is being submitted to correct this information. Initial reporter, corrected data: additional information was received indicating a different initial reporter. This report is being submitted to correct this information. Review of programming history.